Event description:
An invance sling was implanted. It was reported that the pt developed recurrent incontinence worse than baseline. The pt also developed erosion and "pus requiring removal" of the sling. Implant and removal detail was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.